Event description:
Ems site manager reported tempus ls - "pad connection issues" alternating message of "pads on," "pads off" during patient care by paramedic. Also intermittent readings on lead. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.